Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and confirmed that after the boot-up countdown reaches 00:00, the system cannot be accessed. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed that the system could not be accessed after the startup countdown had finished. Troubleshooting and review of the system log files found that the system was unable to boot due to a slow start-up of the flexvision workstation. The fse adjusted the bios parameters of the flexvision workstation. After this update, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.